Event description:
Additional information was received indicating that the impella device was explanted and the patient survived.

Manufacturer narrative:
Additional information received for d6 explant. Section d4 serial number was corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 37-year-old female patient for acute myocardial infarction (ami) complicated by cardiogenic shock (cgs). The patient¿s clinical state prior to initiation of support was reported as scai shock stage e. Pre-procedure laboratory values were significant for severe metabolic derangement, including arterial ph of 6.96, lactate of 17 mmol/l, alanine aminotransferase (alt) of 415 u/l, and creatinine of 1.63 mg/dl. The patient required mechanical ventilatory support, as well as multiple inotropic and vasopressor therapies prior to impella initiation. Due to ongoing hemodynamic instability, veno-arterial extracorporeal membrane oxygenation (va-ECMO) was initiated following impella placement. Upon arrival to the receiving (hub) hospital following impella insertion, absent distal pulses were noted in the right lower extremity/ impella access limb. At the time of reporting, the impella cp device remains in place and is functioning at performance level p-3 with flows of approximately 2.9 liters per minute, operating as intended. There were no reported device alarms or malfunctions. The absence of distal pulses is a known potential complication associated with large-bore arterial access and may be multifactorial in etiology, including the patient¿s scai stage e cardiogenic shock, severe metabolic acidosis, vasopressor use, and profoundly compromised perfusion status. Based on the available information, no device malfunction was identified, and the device functioned as intended. The clinical event is most likely attributable to the patient¿s underlying critical illness and access-related factors rather than a malfunction of the impella cp device. The post-procedure outcome is ongoing at the time of this report. The patient subsequently required vascular surgery consultation and underwent fasciotomy for compartment syndrome. At this time, providers have not attributed the event to the impella cp device, however this event is conservatively reported as a soft tissue injury.